Event description:
Allegedly, metal piece broke off end cutter. Metal piece was retrieved. Fluoroscopy confirmed there was no retained foreign body. No harm to patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.